Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via right axillary artery to support a 67 year old male patient admitted with cardiomyopathy the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient was receiving support when on day 17 of support a hematoma was noted at the groin site. The patient was experiencing pain and it was reported the hematoma was growing in the last 24 hours, with pedal pulse present but diminished. Heparin was stopped. Vascular injury is a known potential adverse event of the impella 5.5 per the instructions for use.

Manufacturer narrative:
D6b. Explant date provided.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma and pain could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.